Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed non physiologic noise on the right atrial (ra) lead channel that was identified as minute ventilation termination algorithm noise. The field representative could recreate noise by palpating the generator and there was an important amount of stored inappropriate mode switches due to this noise. The pacing impedance values were high, out of range and then returned to normal values. Boston scientific technical services (ts) guided the field representative on how to turn off the respiratory sensor feature. Various reasons for the observed issues were discussed with ts and additional monitoring was recommended. The ICD and the ra lead remain in service at this point. No adverse patient effects reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed non physiologic noise on the right atrial (ra) lead channel that was identified as minute ventilation termination algorithm noise. The field representative could recreate noise by palpating the generator and there was an important amount of stored inappropriate mode switches due to this noise. The pacing impedance values were high, out of range and then returned to normal values. Boston scientific technical services (ts) guided the field representative on how to turn off the respiratory sensor feature. Various reasons for the observed issues were discussed with ts and additional monitoring was recommended. The ICD and the non bsc ra lead remain in service at this point. No adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.